Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the right atrial (ra), the left ventricular (lv) lead, and the right ventricular (rv) lead. Pacing inhibition greater than two seconds was also observed, resulting in the patient being admitted to the intensive care unit (ICU). Subsequently, a revision procedure was performed and the crt-d system was explanted and replaced. No additional adverse patient effects were reported.